Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-check after an implant on (B)(6) 2019, the atrial lead was found not to be capturing. Cxr was performed and confirmed that the lead had dislodged. On (B)(6) 2019 the lead was repositioned and then later dislodged again. This lead was removed on (B)(6) 2019 and replaced. The patient condition is stable. The lead was discarded.